Manufacturer narrative:
(B)(4).

Event description:
This ra lead was removed due to multiple dislodgements. The physician explanted this lead and plugged the header. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.